Event description:
It is reported that the scrub nurse noticed the first plastic box was fractured as well as the inner plastic packaging. The plastic bag showed abrasions and holes rendering the implant unsterile. Surgery was delayed for 50-60 minutes while another implant was located.

Manufacturer narrative:
This report will be amended when our investigation is complete.